Manufacturer narrative:
The instrument has not been returned for analysis therefore a cause has not been determined for this product issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that the blunt tip pointer was broken. There was no patient present when this issue was identified.